Event description:
It was reported that foreign matter was identified. During preparation this encore26 inflation device was selected, when the box was opened there was dirt on the inside of the box. No patient complications were reported and the patients status is stable.

Event description:
It was reported that foreign matter was identified. During preparation this encore26 inflation device was selected, when the box was opened there was dirt on the inside of the box. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR: the box was not returned by the customer; nevertheless, physician has provided pictures. As per pictures provided, it can be observed that the box was stained. The device returned was inside a plastic sealed tray and no dirt or stains were noticed on the device or the plastic tray. No other issues were identified during the product analysis.